Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported difference in her sensor glucose readings versus her blood glucose readings. Sensor glucose level 53 blood glucose level 200mg/dl. No additional information is provided.